Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called in to report a button error alarm on the insulin pump. Blood glucose reading was 163 mg/dl. The customer mentioned that he had been on the beach while wearing the insulin pump. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
No button error alarm noted. The insulin pump has intermittent button response due to moisture damage on keypad traces. The insulin pump received with broken reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window and stained end cap sticker.